Event description:
A data error alert was reported after the pump ship date. The customer's blood glucose level was described as high, but the specific value remained unknown. To address the high blood glucose, the customer administered a correction injection using multiple daily injections. Technical support notified the customer that history logs might have been erased, although the therapy was unaffected, and arranged for a pump replacement due to another reported issue.

Event description:
A data error alert was reported after the pump ship date. The customer's blood glucose level was described as high, but the specific value remained unknown. To address the high blood glucose, the customer administered a correction injection using multiple daily injections. Ultimately, the customer reverted to an alternate method of insulin therapy.